Event description:
Customer reported device =hi on pt. Customer called 911 and pt was transported to the hosp. Hosp device result was high, however value was not provided. Hosp gave pt insulin and an IV to lower glucose level. Pt woke up at 11 pm and was sent home. No controls were used. Strips were expired. A request was made for return product and replacement product was sent.